Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 43, 91 mg/dl. Tests were done within 10 mins with a difference of 43 mg/dl. Pt did not experience any adverse events. No further info has been reported.